Event description:
A friend of the end user called in and stated the end users skin was reddened after the usage of a wafer.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.